Event description:
During a pulse field ablation procedure to treat atrial fibrillation (a fib), a farawave nav catheter was selected for use. It was reported that when catheter was flushed during preparation, the side port was observed to be leaking. The catheter was replaced, and procedure was completed successfully. No patient complications occurred. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned farawave was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. A syringe was attached to the returned catheter, and the catheter was flushed successfully. No leak was observed. The catheter also passed leak and flow tests on the automated leak tester. The "no problem detected" cause code was selected for the allegation of "leak." The returned catheter did not have a leak when flushed and passed the automated leak tester.

Event description:
During a pulse field ablation procedure to treat atrial fibrillation (a fib), a farawave nav catheter was selected for use. It was reported that when catheter was flushed during preparation, the side port was observed to be leaking. The catheter was replaced, and procedure was completed successfully. No patient complications occurred. The catheter is expected to be returned for analysis.